Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.